Event description:
After successfully penetrating the outer layer of bone and reaching the required depth in the marrow for retrieving a sample, the inner coring component became twisted and slightly bent. It was able to be removed from the outer cannula and enough material was collected to make a useful bone marrow sample.